Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 1. 3005168196-2015-01264, 2. 3005168196-2015-01265, 3. 3005168196-2015-01266, 4. 3005168196-2015-01267, 5. 3005168196-2015-01268.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician had difficulty detaching five smart coils in sequence using the handle; however, the smart coils detached after multiple attempts and the procedure was completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: there was no visible damage to the exterior of the handle. During the functional analysis a piece of pet lock was found inside the nose cone of the handle. The handle was tested for throw and pull force and actuated without an issue. Conclusion: evaluation of the returned device revealed the nose cone of the handle had a piece of pet lock stuck inside. This piece of pet lock was removed and the handle was functionally tested. The handle was functional, and no issues were found. The pet lock that was stuck inside the nose cone likely contributed to the difficulties that occurred during detachment. Since the smart coils mentioned in the complaint were not returned for evaluation, the root cause of the pet becoming stuck in the nose cone could not be determined. Handles are 100% functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.